Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device activates an "overtime" alarm while running. There was no patient involvement.

Manufacturer narrative:
D9: 4/11/2025. H6: updated. H3: one device was received for investigation. Device was visually and functionally tested and the customer reported complaint could not be verified. A probable cause was unable to be determined. No action will be taken due to the condition and age of the device. It was deemed beyond economical repair and will be scrapped. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.